Event description:
It was reported by service report that the scale is inaccurate and the bed has no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell and fuse drawer.